Event description:
The affiliate reported the customer alleged diluent leaked within the instrument when the rinse block backwashed the probe involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. Patient results were not impacted, and no erroneous results were released from the laboratory. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a cut tubing at pinch valve pv42 reducing the delivery of air (pressure) to the rinse block and its air cylinder. The fse replaced the cut tubing on pinch valve pv42 and verified the rinse block was functioning properly. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).